Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that air did not come out when switching from irrigation to air during surgery. The product was exchanged and the procedure was completed with no harm to the patient.